Event description:
The patient received readings of 27 and 37 mg/dl on the lifescan meter and did not experience any symptoms at the time of testing. Less than 10 minutes later, the patient tested on the physician's meter and received a 125 mg/dl (invalid comparison). The patient received advice from medical professional and did not receive any treatment. The patient did not have subject test strips with them to verify if the test strips had been expired. The technique of applying blood on the test strip was correct. Customer service was unable to further troubleshoot, since the meter did not power on. The patient mentioned that the batteries were replaced less than a year ago. Customer service sent the patient a replacement meter. This case is being reported as a malfunction, since the power issue was not resolved.